Event description:
It was reported that the cord on the careguard pad and pump was pulled out of the bottom of the unit.

Manufacturer narrative:
On 10/17/2013, a careguard pad and pump that the cord pulled out was determined to be reportable.